Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: inclined bed therapy (ibt) type of fracture: compression fracture pre-operative diagnosis: primary osteoporosis it was reported that intra-op, during the inflation of inclined bed therapy (ibt), the contrast media was leaking through a balloon. Surgeon observed a pin hole in the balloon. Product came in contact with the patient. No patient symptoms or complications were reported.

Manufacturer narrative:
Additional information: product analysis: visual and functional inspection with a sample syringe confirmed the ibt balloon has a small pin hole at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinter. If information is provided in the future, a supplemental report will be issued.